Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device would not lock a blade, causing a delay. The user facility was not able to provide specific information regarding the length of the delay, but it was confirmed that the procedure was completed successfully, and that there were no adverse consequences or medical intervention were reported. It was reported that the patient was not under anesthesia at the time of the reported malfunction.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device would not lock a blade, causing a delay. The user facility was not able to provide specific information regarding the length of the delay, but it was confirmed that the procedure was completed successfully, and that there were no adverse consequences or medical intervention were reported. It was reported that the patient was not under anesthesia at the time of the reported malfunction.

Manufacturer narrative:
Upon visual inspection, the device was found to have debris. The device was discarded by the manufacturer.